Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they hadn't been using their handset because they were doing well and found that eating more protein was helpful. The patient did not indicate they were experiencing a therapy issue, but they were unable to connect to the ins when they were using the handset. The patient said they kept getting a message that indicated the communicator could not find the ins, but they were unable to provide exact details of the message. During the call, the handset powered off as the patient was trying to connect to the ins. The patient thought this was odd because they swore they had just charged the handset. The patient alleged the handset was not holding a charge. The patient got the handset to charge and power on during the call. Once the patient connected to the ins, they got the message 'internal device has lost all data. Contact your clinician.' Agent reviewed meaning of message and redirected the patient to their doctor to further address the issue.